Manufacturer narrative:
Additional information will be provided upon completion of investigation.

Event description:
Allegedly, patient was revised due to aseptic loosening socket. Revision njr number: (B)(4). Side: l. Primary asa: p2 - mild disease not incapacitating.